Event description:
A customer contacted beckman coulter (bec) to report a fluid leak coming out of the front of a coulter lh 780 hematology analyzer after a pm (preventive maintenance) was performed. The volume of the leak was not specified. The instrument gave a sheath tank error. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found upper sheath restrictor tubing disconnected. Fse replaced the tubing which resolved the leak. The cause of the leak is attributed to the disconnected upper sheath restrictor tubing. However, the instrument gave a sheath tank error which alerted the operator to an instrument issue. (B)(4).